Manufacturer narrative:
(B)(4): eval results: (limited info available). (Failure to deliver stent and stent dislodgement). Eval summary: the hypotube was bent distal to the strain relief. The tip was damaged. The proximal pillow folds were partially open. Crimp impressions were evident on the balloon. The balloon had not been inflated.

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was being used to treat a lesion in the rca. As the physician attempted to pull the device back into the guide catheter the stent dislodged. The pt was transferred to another hospital and the dislodged stent was crushed into the vessel wall with another stent. The pt is reported to be good post procedure and no add'l clinical sequelae were reported.